Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement as the ipg would not turn on. The patient was reportedly doing well postoperatively. The physician did not suspect device malfunction. The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient's ipg would not charge. The patient will undergo an ipg replacement.

Event description:
A report was received that the patient's ipg would not charge. The patient will undergo an ipg replacement.

Event description:
A report was received that the patient's ipg would not charge. The patient will undergo an ipg replacement.

Manufacturer narrative:
Additional information was received that the patient will not undergo an ipg replacement due to a non-device related medical issue. There will be no further course of action. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.